Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 24.5 and 137.5 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned packaging coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the embolization coil was unable to be advanced out of its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using packing coil lps. During the procedure, a packing coil lp would not advance from the starting position of the introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using penumbra coils. There was no report of an adverse effect to the patient.